Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This implantable defibrillation lead exhibited high, out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed moving the shock vector to the rv coil to can and re-doing defibrillation threshold (dft) testing. However, additional information received indicated that dfts were not performed based on the patient's age and history of not requiring therapy. This lead remains in service.